Event description:
While attempting to do a pta a subclavian, while deflating the balloon, the front of the balloon ruptured and possibly broke loose inside the patient. The physician did not use an inflation device, but used a large syringe by hand with no gauge. The physician is not positive. A fragment came off but took precaution in case it did. The physician could not retrieve any fragments nor could determine where a piece could have gone if did come loose. So the physician acted under assumption that the balloon was caught on the stenosis and placed a self expanding stent at that site to keep open and being open would remove any debris from balloon. The physician noted there was no apparent harm to the patient. The physician would like to review of the balloon to confirm if possible if in fact a fragment did come off the balloon.

Manufacturer narrative:
(B)(4).